Manufacturer narrative:
H3: a pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history review identified there was no indication the complaint was related to previous service of the device. The event history log was found to have recorded some power down without user confirming the power down. The customer did not send in battery. Functional testing was unable to duplicate the customer reported issue. However, fluid ingression on battery trace pads near soldered spring was found. The investigation determined this could have caused intermittent failure of shut off at customer site. The main board was replaced, and the battery compartment was soldered. The dso sensor was replaced.

Event description:
It was reported that the pump kept on shutting off in between doses. The battery was fully charged but the same problem still occurred. Per reporter, the issue occurred during use with a patient. The event caused a delay in infusion therapy that was probably not harmful but not clear. The pump was swapped.